Event description:
It was reported that the left ventricular lead exhibited intermittent capture and unacceptable thresholds. The lead was turned off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.